Event description:
It was reported that lia (lead integrity alert) triggered for increased sic (sensing integrity counter)/nst (non-sustained tachycardia), apparently due to emi (electromagnetic interference). Oversensing and noise were noted. It was noted that the patient had been using a cell phone over the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t competitor lead, implanted: (B)(6) 2005. (B)(4).